Manufacturer narrative:
(B)(4). Product not returned for evaluation. Manufacturer acknowledges lateness of the report, which is being addressed per internal corrective action. Most likely underlying root cause: user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results. The customer's laboratory blood glucose test results are 107 mg/dl. Blood glucose test results reported of 250 to 300 mg/dl. The test strip lot# requested but not provided.